Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 42 mg/dl. The customer did not provide the cause of the low bg and stated that it was not pump related. The customer consumed too much food when addressing the low bg and the next morning, the bg level was over 500 mg/dl with moderate ketones. The customer went to the emergency room (ER) and was treated with intravenous insulin. After 4 hours, the customer left the emergency room and felt better with a bg in the 180's (mg/dl).